Event description:
It was reported that the patient had five inappropriate shocks due to atrial fibrillation. The patient was asleep at the time of the event. The device has now been reprogrammed. There were no additional adverse patient effects. The system remains implanted.